Event description:
The patient was revised because of pain, osteolysis, wear and loosening of the femoral component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on the unavailability of products to examine and insufficient information. Based on the investigation findings, the need for corrective action is not indicated. In addition, the products are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.